Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not powering on as expected. The device powers on, the display flickers and then it keeps returning to the splash scree. There was no pt involvement.